Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. X-ray images were provided and reviewed by a health care professional. Review of the available records identified the following: x-ray reviewed and not submitted for further assessment at this time as the x-ray date could not be confirmed. Initial implant date is unknown therefore unable to correlate the images to the allegation. No additional information was provided on follow-up. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). H10: tm acet shell 52 mm multi. Item: 00620205220. Lot: 64622855. Unknown head. G2: australia. The product was requested but was not returned by the hospital; therefore, it will not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to recurrent dislocation and cup loosening. The g7 osseoti multi hole was replaced with a dual mobility. It was confirmed that no further information could be provided.